Manufacturer narrative:
Continuation of d10: product ID a52200 lot# serial# unknown; product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient received an error code 0x43df4aef on patient programmer app. Additionally patient complains about worsening therapy effect. On (B)(6) 2024 the patient had their bladder lifted. Since about christmas, the bladder empties almost every day, regardless of whether it is full, half full or almost empty. The patient stood or walked around in the kitchen and a few drops run until they shut up. When they were shopping at febraur, it ran for quite a long time. At home, the patient had to change completely. Before the bubble raise, this was not the case. It was just stress incontinence. But the patient got the ins because my bladder no longer empties properly.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the error message no longer appeared. She is now being treated elsewhere and no longer in the clinic where she received the ins system. The issue was resolved. The patient has a follow-up appointment for her ins system on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID a52200 lot# serial# unknown implanted: explanted: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.